Event description:
During ankle arthroscopy procedure, burr was shedding metal into the joint when resecting bone in the ankle. Small metal shards, impossible to remove entirely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Three returned blades were received for evaluation of shedding. All three blades appear to be unused, all three returned blades were evaluated dimensionally to design requirements and all three blades were found to conform to design. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. (B)(4).